Event description:
A caller reported a malfunction on their insulin pump, with a specific malfunction code described but no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer opted to use multiple daily injections as a backup therapy, and a replacement pump was sent by technical support, along with relevant instructions for storage and return of the malfunctioning pump. Technical support provided guidance on how to use the updated pump software upon receiving the replacement, and arranged for the pump to be shipped without requiring a delivery signature.